Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and consider aortogram during valvuloplasty to assess coronary flow. In this case, there was no allegation or indication a device malfunction that contributed to this adverse event. Although the exact cause of death was not determined, autopsy results indicated the commissure tab of the sapien 3 valve was ¿near¿ the left coronary ostium and the physician felt it may have reduced coronary artery blood flow, contributing to the patient¿s death. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(4), during a transfemoral tavr procedure, a 23mm sapien 3 valve was deployed with nominal volume in the intended position. At the time of the procedure, the paravalvular leak (pvl) was mild. On postoperative day (pod) 21, the patient passed away from unknown causes. An autopsy revealed the commissure tab, where the leaflets are sewn to the valve frame, reached near the left coronary ostium. Although the exact cause of death could not be determined, it was ¿presumed¿ by the physician that a possible reduction of blood flow to the left coronary artery by the commissure tab may have contributed to the patient death. Information regarding the native annular diameter, degree of valvular calcification and height of the left coronary ostium was not provided. Coronary height was not provided.

Manufacturer narrative:
Reference (B)(4).

Manufacturer narrative:
Additional information received indicated post tavr, the patient suffered from congestive heart failure symptoms and non-occlusive mesenteric ischemia (nomi). On pod15, sepsis developed. On pod21, the patient expired due to infection (sepsis). Per medical opinion, the sepsis and death were not related to the implanted valve or to the tavr procedure. In this case, there was no allegation or indication of an adverse event related to a valve dysfunction. Although the source of the infection was not provided, per medical opinion, the infection/sepsis and patient death were not related to the implanted valve or to the tavr procedure. The event was likely related to the patient co-morbidities (nomi). The information underwent additional review and it was determined that, besides the doctor¿s initial suggestion, there was no evidence of ischemia post tavr procedure (e.g. EKG) to support a conclusion that the position of the valve could have been related to a coronary occlusion resulting in death. Per the additional information, the cause of death was due to sepsis and it was not considered to be related to the edwards devices or tavr procedure. This complaint is not considered to be a reportable event and a corrected report is being submitted.